Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastroesophageal varices procedure performed on (B)(6) 2025. During the procedure, when attempting to deploy the bands, the bands were fractured and could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of gastroesophageal varices procedure performed on (B)(6) 2025. During the procedure, when attempting to deploy the bands, the bands were fractured and could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the device was returned with the ligator housing with five bands still attached, and there were two broken bands returned. The ligator housing teeth were found bent, and the handle did not have evidence that the trip wire was secured. Two bands were returned broken. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing had five bands attached, two broken bands were turned, and the ligator housing teeth were bent. The marks on the ligator housing teeth imply that the device might have been used with too much force in order for the teeth to get damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, making the teeth get damaged and also affecting the functionality of the handle when deploying the bands. Also, the technique used by the physician during the procedure could have been the reason why the bands ended up getting damaged. Additionally, the handle did not have evidence that the trip wire was secured. A labeling review was performed, and based on the condition of the returned device, this device was not used per the instructions for use (IFU)/product label as the trip wire was not secured into the handle slot and per the IFU "secure trip wire in slot on handle unit." The condition could have ultimately affected the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire unable to work accordingly with the handle when deploying the bands. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.